Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported event. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, hard to read without glasses, and is disappointed in the postoperative outcome. The patient was told that she had scar tissue and had laser procedure but there was no improvement. The patient was then put on a topical steroid eye drop with no improvement. The surgeon ultimately told the patient there is nothing left to do for the vision. Additional information has been requested. There are two related reports for this patient, another manufacturer report will be filed for the fellow eye.